Event description:
It was reported that the customer experienced a high blood glucose (bg) level of approximately 600 mg/dl and high ketones. The cartridge was changed multiple times, and a bolus was delivered to address bg level. Recommendation was made to discuss diabetes management with a health care professional.

Manufacturer narrative:
Device not returned.